Event description:
It was reported that a spectrum pump restarted without user input. Any patient involvement, injury or medical intervention is unknown.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification with respect to the restarting without user input, which was reproduced. Evaluation found when applying pressure to the upper part of the door it would trigger unit to power on. This was caused by a failing upper latch switch. The upper auxiliary (containing the upper latch switch) was replaced.